Event description:
Patient called in 2002 alleging that the patient's one touch profile meter was giving inaccurate low readings and was rushed to the hospital. Patient started getting low readings on the meter since 24 hours prior to the incident. Incident date unknown. In the morning of the incident, they tested their blood glucose and got a reading of 47 mg/dl. Patient did not take their morning set dosage of reg (4 units in am/ 4 units in pm) and nph (16 units in am, 16 units in pm) patient's family member gave them some sugar to bring up patient blood glucose level. Patient then got sick and started "throwing up blood." Parent called 911. The emt tested patient on their meter with a result of 400+ mg/dl. They rushed patient to the hospital and was tested with a high reading. Result not documented. Patient was placed on IV insulin and kept in the hospital for 5 days. When patient came home from the hospital, they started using the new meter that was sent.